Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that the ok and down keypad buttons are intermittently responsive and required hard presses for a response. The patient reportedly wore the pump attached to a belt and did not clean the pump. The patient did not report and trauma or exposure to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that the "up", "down" and "ok" keys are intermittently unresponsive. The keypad was torn at "ok" key and was removed for investigation: contamination was noted under all key contacts.